Manufacturer narrative:
H11. Additional narrative: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. In addition, IFU review unable to be performed as the model is unknown. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a patient with a 27mm perimount edwards valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and nine (9) months due to stenosis (valve area 5.5 cm2). A 29mm transcatheter valve was implanted in replacement. As reported, patient was noted as to be discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 27mm perimount edwards valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and five (5) months due to stenosis. A 29mm transcatheter valve was implanted in replacement.